Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, however the complainant¿s experience of a clip not fully closing could not be replicated. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Event description:
Procedure performed: lap biliopancreatic diversion with duodenal switch. Incident description: when surgeon loaded the clip it wasn't properly seeded in the jaws, then when he went to fire the clip, it wouldn't fully close, and/or would just fall out of thr jaws. Additional information received via email on 12nov2018 from applied medical account manager: the product has issue with both improper clip closure and incomplete clip loading. The procedure was done using standard lap techniques. Sometimes the clip fully loaded into the jaws upon actuation and sometimes it didn't and would just fall out. The trigger was squeezed "plastic to plastic." When asked if the surgeon fully skeletonized the vessel prior to using the clip applier or if the clip applier was used to skeletonize tissue, responded n/a. The clips were falling out of the clip applier almost every time the surgeon went to load the device. The apex of the clip did not close. The issue was initially observed when the first clip was loaded. The clip would just fall out of the jaws. It occurred 4-6 times before the surgeon requested another clip applier. Patient status: the patient is doing very well, no issues.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap biliopancreatic diversion with duodenal switch. Incident description: when surgeon loaded the clip it wasn't properly seeded in the jaws, then when he went to fire the clip, it wouldn't fully close, and/or would just fall out of thr jaws. Additional information received via email on (B)(6) 2018 from applied medical account manager: the product has issue with both improper clip closure and incomplete clip loading. The procedure was done using standard lap techniques. Sometimes the clip fully loaded into the jaws upon actuation and sometimes it didn't and would just fall out. The trigger was squeezed "plastic to plastic". When asked if the surgeon fully skeletonized the vessel prior to using the clip applier or if the clip applier was used to skeletonize tissue, responded n/a. The clips were falling out of the clip applier almost every time the surgeon went to load the device. The apex of the clip did not close. The issue was initially observed when the first clip was loaded. The clip would just fall out of the jaws. It occurred 4-6 times before the surgeon requested another clip applier. Patient status: the patient is doing very well, no issues.